Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: us complainant reported the patient was on impella 5.5 support when they had a middle cerebral artery stroke. Heparin was withheld due to jp (jackson-pratt) drain output. Heparin was restarted and support continued.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support when they had a middle cerebral artery stroke. Heparin was withheld due to jp (jackson-pratt) drain output. Heparin was restarted and support continued.

Manufacturer narrative:
The investigation into the stroke/cva and the access site bleeding ¿ major issues been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As clinical information related to stroke/cva was not provided, the root cause could not be determined.